Manufacturer narrative:
(B)(4). Please retract this MDR 2938836-2016-12152. There is no complaint on this device. Based on further information received on (B)(6) 2016, it was reported that the device was actually able to interrogate and that the device which could not be interrogated was a competitive device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced with a competitor's device. No further information.